Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a lead revision procedure on (B)(6). The right ventricular lead had exhibited lead noise and loss of capture. No other electrical anomalies were noted. The lead was explanted and replaced and the patient was in good condition following the procedure.